Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her belt clip broke while she was sleeping. Customer's blood glucose level was 500 mg/dl. The cannula was not pulled out and insulin was not being delivered, causing her high blood glucose. She declined troubleshooting. The device was not returned.